Manufacturer narrative:
This product is registered as a combination product. The reported events of noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion breaching the outer coil located at 12.4 ¿ 12.6 cm from the connector pin. Compressed lead insulation due to overtightened suture had not breached insulation was found at proximal region. The cause of noise was due to the external insulation abrasion which is consistent with friction to the device can. Insulation deformation from suture tie impression was consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2020-22797. Related manufacturer reference number: 2017865-2020-22798. It was reported that the dependent patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting noise. Also noted was a history of inappropriate automatic mode switch caused by atrial lead sensing noise. The patient was scheduled for subsequent replacement of both leads, along with device upgrade. During the procedure the physician observed an insulation abrasion around the suture sleeve of the atrial lead. The physician also mentioned difficultly with the suture sleeve of the left ventricular lead, which split in half during the implant procedure. The procedure was completed without further difficultly. The patient tolerated the procedure well.